Manufacturer narrative:
Relevant device(s) are: product ID: 9735737, version #: 2.0.0; product ID: 9736411, serial/lot #: (B)(4), the ssd was replaced under a different event and returned. Analysis found to have 2.0 installed. Version 2.0 was removed and it was attempted to install 1.3.2 however an error was encountered. (B)(4). Logs were received and analyzed. The provided logs did not capture the installer logs. However, the reported issue was able to reproduce in-house and was consistent with a known software issue. (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside a procedure. It was reported that the site's navigation system was on application v2.0, and since the site used ge scanners exclusively, they attempted to revert back to application v1.3.2. Upon uninstallation of application v2.0, they clicked yes on "remove all data ," and when installing application v1.3.2 via disk, the progress bar went all the way tot he end then stated installation failed. Reboot did not resolve the issue. In admin application, application v1.3.2 was listed in the installed software, but logging into the navigation system user, the applications were not present. It was noted that the system had the experimental msb spine instrument files. A new solid state drive (ssd) resolved the issue. No patient present.